Event description:
It was reported in a service report that there was an alleged patient injury on a stretcher. The staff did not have any details. Steer was operating to specification. It is reported that the right brake needed adjustment.